Event description:
The pt had skin erosion and pump decubitus in correspondence with the side port. The pump had not been sutured using the rings; a dacron pouch had been used. The pump was replaced. There was no pt injury. The pt was doing well with the new pump. The pump was used to deliver baclofen.